Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip separated from the needle while reconstituting the pfizer covid vaccine, and saline "sprayed" out. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "when partner and myself reconstituted pfizer covid 19 vaccine, the syringe popped off of the needle and diluent (saline) sprayed out. Some diluent did make it in to the vial but unsure of exact amount therefore had to waste a vial."